Event description:
It was reported that three years, one month, and twenty days post a port placement, the catheter was allegedly found to be broken and migrated into the patient's pulmonary artery. It was further reported that the patient allegedly had shortness of breath and suspected pulmonary embolism. Reportedly, the catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one titanium implantable port kit was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the catheter segment. The edges of the complete compound break on the distal end of the catheter segment were noted to be jagged and the surface was noted to be granular throughout. Therefore the investigation is confirmed for the reported fracture and material separation issues. However the investigation is inconclusive for the reported migration issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years, one month, and twenty days post a port placement, the catheter was allegedly found to be broken and migrated into the patient's pulmonary artery. It was further reported that the patient allegedly had shortness of breath and suspected pulmonary embolism. Reportedly, the catheter was removed. The current status of the patient is unknown.